Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (1 mg/ml at 0.0999 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the operating room today for routine pump implant. They were getting great csf flow from the spinal segment, but then when the healthcare provider (hcp) attached the proximal segment to the pump, they were unable to aspirate from the cap to confirm patency of the full catheter. The pump was removed and flushed the side port with preservative free (pf) normal saline, and then reattached it to the proximal segment, but they were still unable to aspirate csf from the port. The hcp then flushed the full length of the catheter with pf normal saline, but was still unable to aspirate csf from the port. The hcp then removed the proximal segment and had ample, freely dripping csf. At this time, the hcp requested a new proximal segment. They were given a revision kit, which was trimmed to the preferred length, and then attached to the original spinal segment. The hcp then attached the pump to the new two piece catheter and aspirated from the catheter access port with ample return of csf. The issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.